Event description:
Expiration date on the box of test strips does not match the one on the test strip vials. No treatment received. Customer stated getting "unusual" readings with them, but did not provide any further information. A request was made for return product and replacement product was sent.